Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. Updated fields: h2, h3, h4, h6 and h10. Corrected fields: g2 the customer returned the camera head to olympus for the issue of intermittent image. The subject device was inspected, and the issue was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had imaging problem. Additional information was obtained that intermittent image was observed. The issue occurred post procedure. The procedure was completed. There were no procedure delays. The device was inspected prior to use and was in working order. There were no reports of patient harm.

Event description:
It was reported, the camera head had imaging problem. Additional information was obtained that intermittent image was observed. The issue occurred post procedure. The procedure was completed. There were no procedure delays. The device was inspected prior to use and was in working order. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.